Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6), 2010. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6), 2010. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4). Device lot number, device expiration date, device manufacture date: initially reported: unknown, updated: 0ml9051207, 05/31/2010, 06/10/2009.